Event description:
The customer reported that the unit display had gone bad.

Manufacturer narrative:
The customer reported that the unit display had gone bad. The factory has not yet received this device for evaluation, and the complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.